Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after a period of hyperglycemia, with a suspected infusion issue that limited basal insulin delivery until a positional change allowed insulin to enter the bloodstream, leading to a low glucose value of 40 mg/dl; troubleshooting and education were provided with guidance to change the infusion set when in doubt. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included user coaching and troubleshooting related to potential infusion blockage and infusion set management. Investigation of this case revealed a suspected infusion delivery obstruction that resolved after repositioning, consistent with intermittent flow restriction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.